Event description:
During servicing of a (B)(6) female pt's electrode belt for an unrelated issue, a reportable problem was detected. The belt connector pins were bent. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the pins in the electrode belt trunk cable connector were bent. The cause of the inability to connect to a monitor is the bent trunk connector pins. The root cause of the bent pins cannot be positively identified but is likely excessive force when mating the belt with the monitor while the pins were misaligned. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.